Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine restarted at 15% power up. A fresenius field service technician (fst) was called onsite and replaced the function board. The machine¿s screen was then flickering between different screens and again rebooting during power up. The fst then noted burn marks on the power logic board. The fst again replaced the function board as well as the power supply and mother board to resolve the issues. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the function board, power supply, and mother board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burn marks on the power logic board. Therefore, the complaint event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine restarted at 15% power up. A fresenius field service technician (fst) was called onsite and replaced the function board. The machine¿s screen was then flickering between different screens and again rebooting during power up. The fst then noted burn marks on the power logic board. The fst again replaced the function board as well as the power supply and mother board to resolve the issues. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.